Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The patient reported an unconfirmed false positive with binaxnow covid-19 ag selt test on (B)(6) 2021. Patient had stated that he had taken 3 different antigen self tests and the other 2 test came out negative. Patient stated that he had been taking the binaxnow self test for 11 days and the last 6-7 days had came out positive. User also mentioned he was diagnosed with covid and was already done with the 10 days isolation. User was still experiencing light symptoms like cough. Confirmation pcr testing was not performed. The patient confirmed there was no harm due to test results. Additionally, the patient confirmed there was no dealy or impact in his treatment.

Manufacturer narrative:
It was initially reported that the consumer received a false positive result with the binaxnow covid-19 self-test. After further review, the consumer had been formally diagnosed with covid-19 by a healthcare professional and was symptomatic. The binaxnow covid-19 self-test results matched the healthcare provider diagnosis. Therefore the results are not considered false positives and this event is not reportable.